Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the sicu, during insertion of the catheter over the guide wire that was placed in the patient's subclavian vein, resistance was met when attempting to remove th guide wire from the catheter. This resulted in the guide wire kinking. Both the guide wire and catheter were removed together. A new kit was opened and used without issue. A delay was reported. However, there was no additional harm to the patient due to this delay or as a result of this occurrence.